Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow-up visit, the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The clinic determined that the battery had depleted, and the device was experiencing premature battery depletion. It was noted the last follow-up was over one year earlier. The patient was hospitalized and is expected to be transferred to a different facility the following week for replacement. The patient was monitored while an in-patient in the hospital. Additional information was received that a patient consent for return of product was received, thus indicating the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being filed to update h7 as it was inadvertently left off of initial report.

Event description:
It was reported that during a routine follow-up visit, the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The clinic determined that the battery had depleted, and the device was experiencing premature battery depletion. It was noted the last follow-up was over one year earlier. The patient was hospitalized and is expected to be transferred to a different facility the following week for replacement. The patient was monitored while an in-patient in the hospital. Additional information was received that a patient consent for return of product was received, thus indicating the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up visit, the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The clinic determined that the battery had depleted, and the device was experiencing premature battery depletion. It was noted the last follow-up was over one year earlier. The patient was hospitalized and is expected to be transferred to a different facility the following week for replacement. The patient was monitored while an in-patient in the hospital. Additional information was received that a patient consent for return of product was received, thus indicating the device was explanted. No additional adverse patient effects were reported. This report is being filed to update the explant date in field d6b as per new information received.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow-up visit, the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The clinic determined that the battery had depleted, and the device was experiencing premature battery depletion. It was noted the last follow-up was over one year earlier. The patient was hospitalized and is expected to be transferred to a different facility the following week for replacement. The patient was monitored while an in-patient in the hospital. Additional information was received that a patient consent for return of product was received, thus indicating the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, <<but the battery still supported full device function >>. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.